Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using two goretag thoracic endoprostheses and a gore introducer sheath with silicone pinch valve (ts2430/8396785). After the procedure, dissection of right external iliac artery was discovered. The reason for the dissection was not reported. A metal stent was implanted to treat the dissection. The dissection was successfully repaired. The patient tolerated the procedure.